Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 006705815-2020-31938. It was reported during a trial procedure on (B)(6) 2020 the physician was unable to implant the lead due to scar tissue. After multiple attempts, the physician decided there was too much scar tissue and the surgery was abandoned.